Event description:
The nurse stated a hospital tech flipped the transport shelf from the stored position to the transport position. During this process, the shelf broke free of the footboard and landed on patient's legs. No injury reported.

Manufacturer narrative:
The technician stated, he found the transport shelf was separated from the footboard, because the hubs were cracked and broken. The technician replaced the hubs and re-installed the shelf onto the footboard to repair the bed.